Event description:
Event description guidant received information that review of the stored electrograms (egms) of this implantable cardioverter defibrillator (ICD) revealed three episodes of electromagnetic interference (emi) noise. The patient is pacemaker dependent and was asymptomatic during the episodes. Prior to the last follow up, the patient carried a cell phone in his pocket, the physician instructed him not to and the noise episodes went away. The physician is concerned that if this continues, he will change out device to see if that makes a difference. The patient will be monitored weekly for awhile to see if they can help the patient identify what he's doing.